Manufacturer narrative:
(B)(4). A material sample was not returned for evaluation. However, the complainant provided a copy of the patient case data on a flash drive. Vps r and d performed an analysis of the data provided by the complainant. Vps r and d reported: investigation of this complaint was performed by reviewing the complaint report where the complaint was filed against the stylet, vps-0072-bpk lot#13f20d019. The stylet used during the procedure was not returned for investigation, but the customer did provide the saved procedure dataset. The procedure dataset was reviewed looking for indications of abnormal system behavior that may have attributed to the deep catheter placement but during the review of the procedure there was no indication of any abnormal system behavior. Vps r and d concluded with the information available to investigate the deep catheter placement it was not possible to determine an abnormal system behavior that would have led to the catheter being placed too deep. The report was not confirmed since a physical sample was not returned for review, and an analysis of the case data did not provide any indication of any abnormal system behavior. A device history record review was performed and did not reveal any manufacturing related issues. A probable cause of this issue could not be determined based on the information provided and without a physical sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reported as: "PICC was placed with vps w/no issues, with a blue bulls' eye obtained, line cleared for use. A few hours after placement, the patient's bedside nurse notified the PICC placement team that the patient was having some heart arrhythmias when lying on their side. A cxr was taken, & the PICC was read as deep, pull back 4cm." It was reported that pulling back the catheter corrected the arrythmias. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint reported as: "PICC was placed with vps w/no issues, with a blue bulls' eye obtained, line cleared for use. A few hours after placement, the patient's bedside nurse notified the PICC placement team that the patient was having some heart arrhythmias when lying on their side. A cxr was taken, & the PICC was read as deep, pull back 4cm." It was reported that pulling back the catheter corrected the arrythmias. The patient's condition was reported as fine.